Manufacturer narrative:
Product is not returned as it is still in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information provided indicates that the patient elected not to replace the device due to not being ICD dependent. Also, the clinic programmed tachy therapy off for this device. As this ICD reached end of life, it emitted beeping tones and will continue to beep. Boston scientific technical services indicated that there is no way to turn the beeping off for this device. As per customer comments: caller states, not being able to turn off the beeper at eol is unacceptable.

Manufacturer narrative:
Product is not returned as it is still in service.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.